Manufacturer narrative:
During a standard treatment a dental electrical handpiece got hot but did not cause any burn. Pt and dentist just noticed that the temperature increased. The analysis did show that the head had several dents affecting the chuck and the back cap button. This caused the back cap button to stick in causing the head to heat up. This is usually the result of a strong hit caused, e.g. By dropping during the reprocessing of the handpiece. Also a heavy debris level was found which indicates that the reprocessing sequence specially the lubrication is not done properly afterwards. A bad drive and intermediate are result of wear process which is more if lubrication is too less. Handpiece was running out of specification. A visual and functional inspection of the handpiece is required by the user instruction prior to each treatment and is hence mandatory. Reported due to the 2 yr presumption rule.

Event description:
During a standard treatment a dental electrical handpiece got hot but did not cause any burn. Pt and dentis just noticed that the temperature increased.